Event description:
During treatment to occlude blood flow to a vessel, it reported that after the balloon was inflated for approximately 10 minutes, the balloon ruptured and became unusable. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis:the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined a this time. An eval will be perfomred once the device is returned. (B)(4).